Event description:
It was reported occlusion alarms occurred. To resolve the issue, the customer changed the infusion set and cartridge, and successfully resumed insulin. There was no adverse impact to the customer¿s blood glucose level.